Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was that yesterday the device started shocking them right around the ins battery site. Pt said that they didn't have the controller with them to turn the ins off as they usually just left the ins on one setting. Pt said that the issue had quit for a little while, however the ins shocked them again really hard right around the same area at the ins battery site. Pt said that when they got back home and got their controller, they turned the ins off and then they felt a pulsating around their lower back/ins battery site. Pt said that the ins had been off since yesterday and they contacted the manufacturer representative (rep) yesterday, but the rep said they were on vacation and to call ps. Pt said that the rep said that they would be back home today. Pt said that the rep asked them if they had tried turning the stimulation down. Pt said that the shocking/pulsating wasn't near where the leads were and it was in their lower back where the ins battery was located. Agent redirected pt to hcp to further address the reported issue.